Manufacturer narrative:
Conclusion: no conclusion can be drawn yet because, MFR's investigation is still ongoing. Upon it is concluded, and additional info is available, a f/u report will be submitted.

Event description:
It was reported that the brakes were not functioning properly. There was no pt involvement or adverse consequences to report.